Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the endoscopic image was abnormal. As a result of the overhaul inspection, the subject device had no abnormality. The electrical circuit board of the video connector was changed to another board and checked the endoscopic image, but the endoscopic image was still abnormal. The voltage value of the imaging unit was not abnormal. There was no problem in the assembly work of the imaging unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the overhaul inspection, it is considered that the phenomenon is caused by ccd damage, but it was not possible to identify the specific cause of the damage. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of subject device got abnormal. There was no report of patient injury associated with this event.